Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this right ventricular (rv) lead the patient's oxygen levels declined upon venous puncture. The procedure was completed with the patient on oxygen. Following implant, the physician suspected a pneumothorax had occurred but they were unable to confirm it via x-ray. A CT scan was later performed at which time the physician confirmed the pneumothorax. A procedure was then performed which resolved the pneumothorax. No additional adverse patient effects were reported. This system remains in service.